Manufacturer narrative:
A2) patient age - mean age 77.5 [71.25¿81.5]. A3a) patient sex - 38 men, 6 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, death is listed as possible complication with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 16jun2026) ¿three-year clinical outcomes of ivus-guided excimer laser coronary atherectomy for in-stent restenosis¿. The study retrospectively aimed to examine the long-term clinical outcomes of patients who underwent advanced percutaneous coronary intervention (pci) for in-stent restenosis (isr) with or without concurrent excimer laser coronary atherectomy (elca) and to identify factors influencing these outcomes. Additionally, it evaluated intravascular ultrasound (ivus) findings suggestive of the usefulness of elca. A total of 97 patients with isr among 2083 consecutive patients who underwent pci were enrolled in the study between april 2020 and march 2025. All lesions were treated with spectranetics elca laser atherectomy catheters. No procedural complications were reported; however, there was one death during the 3-year follow up. The cause of death was not reported in the article. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 16jun2026 has been used, the date of publication. Matsuo, k et al 2026_ three-year clinical outcomes of ivus-guided excimer laser coronary atherectomy for in-stent restenosis. Journal of interventional cardiology, 2026; 2026:3301068. This report captures the death that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.